Event description:
It was reported that the patient had a possible infection in "the spine area." Signs of infection were noticed at the catheter insertion site during a surgical procedure. The procedure was postponed until the infection cleared up or was found not to be present. The drug used in the system was infumorph. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: catheter: models: neu_unknown_cath, serial#: unknown, implanted: (B)(6) 2012, explanted: unknown. Product ID 8583, lot#: n318634, implanted: (B)(6) 2012, explanted: unknown. Product type: accessory. (B)(4). \